Event description:
It was reported that during a cryo procedure to treat atrial fibrillation the crbs polarx fit balloon cath st ous was selected for use, error 1 - 00004000-2: console detected blood in the catheter occurred. The troubleshooting was performed and the catheter was replaced. It is unknown if blood was visible inside the catheter after error occurred. The procedure was completed successfully. No patient complications were reported. The device was returned for laboratory analysis.

Manufacturer narrative:
The polarx catheter was evaluated by boston scientific. No visible blood was observed inside the balloon region. The polarx was leak tested and passed all inner and outer balloon leak tests. The polarx device was then dissected to investigate the blood detection wires for any damage or defects that would result in a blood detection error. There were no damage or defects found to any of the blood detection wires. The injection tube had insulation present in specified locations to prevent any contact with the blood detect wires. The device had damage or defects would have resulted in the blood detection error seen in the field. Device was found within specifications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryo procedure to treat atrial fibrillation the crbs polarx fit balloon cath st ous was selected for use, error 1 - 00004000-2: console detected blood in the catheter occurred. The troubleshooting was performed and the catheter was replaced. It is unknown if blood was visible inside the catheter after error occurred. The procedure was completed successfully. No patient complications were reported. The device is expected to be returned.